Event description:
Related manufacturer reference number: 2017865-2023-93981 it was reported that since the last generator change, the right atrial (ra) lead had exhibited noise and high impedance and consequently, was turned off. The right ventricular (rv) lead had a high threshold and a programming change was made. The patient is dependent on both leads, and it was decided to remove and replace them. The ra and rv leads were successfully extracted, and both leads were replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.